Event description:
It was reported via repair work order that the zoom had intermittent power due to a clogged/kinked drive motor assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.